Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, a cre wireguided dilatation balloon was opened for dilation. After a few minutes of use, the balloon had burst at about 3 atm. It was reported that no piece of the balloon was detached inside the patient. The procedure was completed with a second cre wireguided dilatation balloon. There were no patient complications reported as a result of this event.